Manufacturer narrative:
(B)(4). Evaluation summary: two devices (a-b) were returned for analysis. Device a was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed. Device b was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lock out tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth was found damaged. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastroplasty procedure, the device did not fire. There was no patient consequence.